Manufacturer narrative:
Retainer ring=black. The insulin pump was returned for reoccurring insulin flow blocked alarms found on (B)(6) 2021. Device successfully downloaded traces and history files using thump. Device passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. However, no delivery alarms noted in the pump history on (B)(6) 2021 at 11:15am, 11:24am, 11:30am, 11:35am, 11:42am, 11:48am, 12:40pm, 12:45pm, 12:50pm, 12:55pm, 1:00pm, 1:54pm, 4:50pm, 5:03pm, 5:10pm, 5:24pm, 5:29pm, 5:35pm, 5:40pm, and 5:45pm during bolus. No motor alarms noted during testing or in the pump history files. Force sensor was measured and is within specification (26.2mv at zero offset). Device was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. Insulin flow blocked alarms not confirmed during testing. No delivery alarms noted in the pump history files on (B)(6) 2021 during bolus. However, no motor alarms noted during testing or in the insulin pump history files. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarm. Customer stated that they had a problem to pump is getting no delivery alarms and occluded or site. No harm requiring medical intervention was reported. The device will be returned for analysis.